Manufacturer narrative:
The 510 )k) # is k062195. Lfs has replaced the product and requested the meter back for investigation. Meter was returned and it was noted that the battery was low/dead.

Event description:
The lay reporter/ wife contacted lfs on (B)(6) 2011 alleging that her husband's one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient or the reporter and sent a letter to obtain further clinical information. On an unspecified date and time the meter would not power on. The patient did not take any action due to the alleged issue. On (B)(6) 2011, the patient was tested on another device and the result was "high". The patient denied exhibiting any symptoms due to the alleged issue. The patient was advised by their hcp to have a blood panel done which was done the following day. The patient did not receive any further medical treatment. No further clinical information was provided. It would have been helpful to know the last reading the patient obtained on their meter and how many days the patient was unable to test their blood glucose. It would have also been helpful to know the patient's diabetes regimen, normal readings for the patient and outcome of the blood panel. This is not the first time the patient was using the meter. The patient denied any misuse of the product. The meter did not power on by pressing the power button. The batteries did not need to be replaced. The alleged issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient was unable to test on their meter and at an unspecified time later was tested on another meter and result was "high" and was advised by an hcp to have a blood panel test done.